Event description:
According to the reporter: occurred during a totally laparoscopic distal gastrectomy procedure. The stapling device was being used for conducting the roux-en-y, j-j anastomosis. The handle was able to recognize the reload. There was no problem loading the reload onto the adapter. The stapler was able to fire. The staple formation was not poor. The staple line was incomplete at the distal end. In order to resolve the issue and complete the case, replaced by a new reload and used at the point of the end of the staple line. There was no patient harm. The patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.